Event description:
The patient contacted animas on (B)(6) 2013 reporting that while changing the battery on (B)(6) 2013, they realized that the time and date reset on the pump. The patient stated that they programmed date and time and was unaware that they programmed the wrong time. The patient was off my 12 hours. The patient stated that they woke up at 3am with a blood glucose (bg) of 505mg/dl with nausea, felt warm and corrected their bg using pump therapy. The patient visited their healthcare professional this morning and their bg at that time was 225mg/dl. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.